Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 270 ml. Flow rate: 4 ml/hr. Procedure: roux-n-y. Cathplace: epigastric area. It was reported that during the removal of the catheter, there was some resistance around the dermabond incision site. The catheter came out, but there was concern that a piece might of broken inside. The catheter was used with a p270x4d pump. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed. I-flow provides a "caution" on its dfu which states the following: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 mins and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for the black marking to ensure entire catheter was removed.